Event description:
A customer observed discordant rubella igg results when testing a pt sample on the vitros rubella igg (rub g) reagent and the vitros eci analyzer. The vitros rubella results were reported and noted to be different than historical rubella results obtained for the pt. False positive results may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that the positive vitros rubella result did not match the pt's historical rubella results obtained from oems. There is not evidence to suggest that either the instrument or the reagent has malfunctioned. The definitive root cause of the event could not be determined; however, the most likely cause of the event is an unidentified interferent in the pt's sample.